Event description:
A high blood glucose (bg) level was reported, but the specific value was unknown, with the display showing "high." Cause was not known. No corrective actions were taken by the customer to address the high bg, and they declined technical support.